Event description:
The rptr states doing back to back (rapid succession) blood glucose tests with results of 80 and 145 mg/dl. Rptr did not have any symptoms. During troubleshooting the rptr stated that rptr had not applied enough blood to the strip for the first test, and that rptr had never cleaned the meter. A control solution test could not be done due to lack of supplies. No harm was alleged.